Manufacturer narrative:
(B)(4) this ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient discontinued use of the scs system a couple of years ago. Reportedly, the ipg has been inoperable for same number of years. Surgical intervention may be undertaken as the next course of action.